Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a scheduled review of this patient's remote data identified a ventricular episode which showed noise and oversensing on the atrial channel. Further noise was noted on the atrial and ventricular channels 15 seconds after the event. The device battery was good, and lead measurements were satisfactory. The device remains in service and no adverse patient effects were reported. This follow up report is being submitted with an updated as reported impact code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a scheduled review of this patient's remote data identified a ventricular episode which showed noise and oversensing on the atrial channel. Further noise was noted on the atrial and ventricular channels 15 seconds after the event. Battey device is normal, and lead measurements are satisfactory. The device remains in service and no adverse patient effects were reported.